Event description:
Please see h10 for additional information regarding this event which was received on (B)(6) 2019 and (B)(6) 2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information was provided to the cook representative by the customer on (B)(6) 2019 and (B)(6) 2019. Information received on 04jan2019 indicated the complaint device became stuck upon removal from the patient's anatomy upon completion of the procedure which was reported as a "peripheral case". Additional information received on (B)(6) 2019 indicated upon removal of the complaint device, the physician felt some resistance. Upon further attempts at removal, the hub "came off". Forceps were used to remove it the rest of the way. The dilator had not been reinserted prior to removal of the complaint device. The customer confirmed with the cook representative although the complaint device did shear, no portion of it was left inside the patient and no further intervention was required. Information regarding patient demographics and vessel tortuosity were not able to be provided. It was noted upon return of the complaint device that the hub was not observed to be separated from the sheath rather the part of the sheath that separated had the hub attached. Investigation evaluation. A review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that an unused .018 dilator and a used .038 dilator with visible biomatter were inside the hub. The proximal separated segment included the proximal fitting attached to 17.4cm of tubing. There was approximately 1cm of exposed coil and exposed tnrt liner at the separation site of this segment. The outer tubing material was elongated and stretched over the inner coils. The second and third segments were connected by coiling. The second segment was elongated and measured 2.3cm long. This segment moved freely over 32.3cm of exposed coil. Third segment is 4.6cm long and the distal end had a clean separation site. The fourth segment measured 24cm long and included the distal tip. There was elongation in the sheath tubing. The distal tip was intact but damaged and out of round. There was also surface damage and elongation along the distal tip. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states to consider reinserting the dilator prior to removal if resistance is anticipated . Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to the user and unintended use error as the dilator was not reinserted prior to the removal attempt. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was originally reported on (B)(6) 2018 that during an unknown procedure, a flexor ansel guiding sheath became stuck. Upon investigation of the device on (B)(6) 2018, the investigator found the device to have elongated, there were areas of separation, and tip damage was observed. It has not been reported that any section of the device remained in the patient's body, that the patient required additional procedures due to this occurrence, or that the patient experienced any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.